Event description:
While end-user was taking a shower, the front legs of his padded transfer bench collapsed inward, causing the frame tubing to cut him in the right inner calf area. Complaint initially came in (B)(6) 2005, but contact info could not be confirmed due to (B)(6) laws. End-user eventually signed a release, and we received the contact info on (B)(6) 2005.